Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the power button not returning properly was due to malfunction of power switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the xenon light source exhibited the power button not returning properly and malfunction in the power switch. There was no patient involvement.